Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin. The customer¿s blood glucose level was in the 80 mg/dl range at the time of the incident. The customer was in the 300 mg/dl range and dropped within an hour of taking a few units of insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.